Manufacturer narrative:
Based on the current information provided at this time, the cause of the post-operative complication cannot be determined. If additional information is received regarding the reported event, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The system logs reveal that a sureform stapler 45 instrument (part #4800445-04; lot #t90200220-0261) fired seven sureform stapler 45 reloads (4 blue and 3 green). All firings were completed per the system logs. There were no incomplete clamps in the procedure. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend (part #480422-01; lot #n90200223-0304) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. Small clip applier (part #470401-06; lot #t10190325-0042) and site reviews have shown that no complaints were filed against the instrument. Large suturecut needle driver (part #470296-04; lot #n10180424-0172) and site reviews have shown that no complaints were filed against the instrument. The site provided a video clip of procedure which was reviewed by an isi clinical development engineer (cde). According to the cde, no misuse was observed during the procedure. Minor bleeding was observed at different points during the anastomosis. Per the cde, the final structure reportedly looked fine from the endoscopic view. A review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted distal gastrectomy procedure, the patient vomited 100 cc of blood. As a result, the surgeon used a gastric endoscope to stop the bleeding. In addition, the surgeon cauterized the staple lines. However, the cause of the post-operative complication is unknown. The surgeon had inspected the anastomosis intra-operatively and did not find any issues.

Event description:
It was reported that after completion of a da vinci-assisted distal gastrectomy procedure, the patient vomited 100cc of blood on post-operative day #1. According to the initial reporter, endoscopic examination was performed and bleeding was confirmed from the anastomosis on the posterior wall of the duodenum and gastric body. Hemostasis was achieved. The surgeon commented that during the da vinci-assisted surgical procedure, there was no problem with the anastomosis which was created with sureform stapler 45 reloads. The surgeon even reviewed the video of the surgical procedure and confirmed that there were no issues identified with the anastomosis. On 19-aug-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: no abnormalities were identified with the target tissue. Blue sureform stapler 45 reloads were used to create the anastomosis. No non-robotic stapler reloads were used on the anastomosis. Buttress material was not used. There were no reported stapling issues while using the sureform stapler 45 instrument or reloads. No stapling errors were reported. Furthermore, no malformed staples were identified. The surgeon used a gastric endoscope to stop the bleeding. Additionally, the surgeon cauterized the staple lines. However, there was no report that the anastomosis required repair. No blood transfusions were administered. As of (B)(6) 2020, the patient was reportedly recovering.